Event description:
The procedure was a right parotidectomy/neck dissection. Reportedly, the pt was brought back to the operating room from recovery after the procedure was finished. The pt was reopened. Surgiclips, that had been placed on the retromandibular vein, were found to be crossed over on the vessel.